Event description:
It was reported that the user requested assistance with a full supply change while using a teflon infusion set and experienced difficulty performing the steps, including filling the tubing without observing drops, which was categorized as a use-of-device problem associated with an unspecified component code; the user elected to revert to multiple daily injections and requested additional training. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no device problem found, with the issue characterized as a use-of-device problem and the component term not specifically available. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.